Event description:
It was reported to hill-rom that the patient rolled out of the bed during a sheet change. The siderails were not on the bed at the time. The patient injured their head, requiring 7 stitches and 7 staples.